Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced failure code 810:04, which interrupted delivery. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. The user interface module master software version is 6.13.90, which is classified as remediated. No additional information is available.

Event description:
On (B)(6) 2010 the patient's peritoneal dialysis nurse reported that she was aware of this peritonitis. Causality of the peritonitis is unknown. The nurse stated she did not feel that the peritonitis was related to any baxter device or solution. The patient has fully recovered and pd therapy is ongoing.

Manufacturer narrative:
(B)(4). Corrected information: this initial submission is a duplicate of (B)(4). The investigation of this condition will be handled through (B)(4).

Manufacturer narrative:
(B)(4). This device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 810:04. The root cause was determined to be an out of calibration air in line circuit board. The printed circuit board was recalibrated and verified to resolve this issue. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The aware date for the initial medwatch report is inaccurate. The accurate aware date is (B)(6) 2010.